Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. The thrombosis appears to be related to user technique. The air embolism appears to be due to the suspected leak. Air embolism and thrombosis are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was reportedly discarded and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus, leak and air embolism. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted and advanced into the left atrium (la). However, a thrombus like substance was observed. The sgc was removed and it was observed the thrombus was attached to the guide wire. It was noted that the activating clotting time (act) may have not been below 250 throughout the procedure; therefore, additional heparin was administered. Aspiration was performed through the sheath, but was unsuccessful. Therefore, the entire system was removed and the thrombus was confirmed on the guide wire when outside the anatomy. The devices were then reinserted, but during advancement, a leak was suspected and a small amount of air was confirmed in the la. It was suspected that there was a leak in the sgc. No treatment was performed, and the procedure was carefully continued. Two clips were successfully implanted, reducing mr to a grade of 1-2. After removing the cds, it was noted the air disappeared and was no longer visible. There was no clinically significant delay in the procedure. No additional information was provided.